Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) with stone extraction procedure performed on (B)(6) 2023. During the procedure, the device was inserted through the duodenoscope, and the guidewire was passed into the bile duct. As they wanted to perform sphincterotomy, the device was bowed, and when it was energized, the cutting wire broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.